Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and high out-of-range pacing impedances. Upon explant, the lead was found to have insulation damage. A new lead was successfully placed. No additional adverse patient effects were reported.